Event description:
While observing neonatal patient nurse noted fluid backing up into PICC line. Nurse attempted to flush solution back into patient but small-bore extension set clave would not seal and prevent liquid from leaking out through the clave port. Clinician exchanged extension set, flushed and check for no leaks ok. Failed extension set sent to biomedical for review and reporting. Manufacturer response for small bore extension set, bravo 24 (per site reporter): awaiting response. Test results: biomedical received and noted extension set delivered with small bore clamp engaged and 7" tube full of cloudy liquid. Bme also noted clear silicon clave seal depressed approx. 1mm into the clave bore. Bme opened clamp and flushed 10cc h2o through clave port and extension set. Upon removal of syringe from clave port we noted silicon clave seal returned flush to the clave port end. Bme applied greater than 70mmhg pressure to the opposite side of extension set and no leaking from clave port was observed. Manufacturer contacted for return of extension set.